Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an pinnacle anterior/apical pfr kit, as the physician threw the suture of the first mesh leg assembly through the sacrospinous ligament with the capio device, the needle detached from the lead suture and was captured inside the capio cage. The physician removed the pinnacle mesh from the patient and completed the procedure with another uphold vaginal support system, without any complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an uphold vaginal support system, as the physician threw the suture of the first mesh leg assembly through the sacrospinous ligament with the capio device, the needle detached from the lead suture and was captured inside the capio cage. The physician removed the uphold mesh from the patient and completed the procedure with a pinnacle anterior/apical pfr kit, without any complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
"Describe event or problem" has been corrected. It was initially stated that a "pinnacle anterior/apical pfr kit" was initially used and an "uphold vaginal support system" was used to finish the procedure. This is incorrect; the uphold vaginal support system was used initially and the pinnacle anterior/apical pfr kit was used to complete the procedure.